Event description:
Attempted deploymenbt of 6fr percutaneous suture device. When suture needles were deployed, only one of the two needles properly deployed. Unable to remove with device. Surgical intervention required to remove needle.